Manufacturer narrative:
Additional information has been provided that was not included on the initial complaint: the customer called back to perform the high pressure test. Test results: test passed. The customer was advised the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a few days of low blood glucose levels. She had to eat extra or bolus less. Customer's blood glucose level dropped to 39 mg/dl. Customer's blood glucose level also went up to 400 mg/dl. She had a cotton mouth. She treated her high blood glucose level with the insulin pump and injections. The high pressure test passed. The device was not returned.